Manufacturer narrative:
Calibration was last performed on 10-sep-2022 and was acceptable. Qc was acceptable on the day of the event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation found that the digoxin test was requested in error. The result was expected to be negative as the patient does not take digoxin medication. Based on the reaction kinetics, the event was consistent with contamination from a neighboring cuvette during ultrasonic mixing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable dig digoxin results from 1 patient on a cobas 8000 cobas c 502 module. The initial serum digoxin result was 0.27 ug/l with flag. The repeat result was 0.55 ug/l and the second repeat result was 0.65 ug/l. The initial edta plasma digoxin result was 0.27 ug/l with flag and the repeat result was 0.28 ug/l with flag. No questionable results were reported outside of the laboratory. It is unknown which result was deemed correct. The dig reagent lot is 597256. The expiration date was requested but not provided.